Manufacturer narrative:
One medfusion pump was received with the case top cracked on the rear corner and cracked right plunger case and battery floor. The event history log showed a motor rate error. An occlusion test and visual inspection were conducted on the pump. The "motor rate error" could not be duplicated during the occlusion test and the case top was physically damaged. Normal wear of the motor assembly caused intermittent error; the pump was manufactured in 2007. Parts were found old, dirty and worn out. Impact caused the physical damage to the pump and that was attributed to the customer. The stepper motor, old motor mount, teflon washers with the delrin washer, worm coupling and worm gear were replaced. The lead screw and both clutch halves were replaced as a preventative measure. The case top was replaced, preventative maintenance was performed and all functional tests passed.

Event description:
Information was received indicating that a smiths medical medfusion pump had a motor rate error and a cracked case. There was no reported adverse event.